Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer reported a leak at the top of the inlet air detector during a run. Caridianbct is awaiting the return of the disposable set for eval. Photos and video have been submitted. Pt identifier info is not available at this time. This report is being filed due to the blood exposure observed in the submitted video.